Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg has been deemed inoperable due to it no longer being able to communicate with their programming device. Troubleshooting was attempted but was unable to provide resolution.

Manufacturer narrative:
Upon further review it was determined the explant date listed on the previous follow-up report was incorrect.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced.